Event description:
It was reported this right ventricular (rv) lead exhibited high out of range pacing impedance and high capture thresholds approximately 4 weeks after implant. A chest x-ray was performed, which revealed the rv lead was not fully inserted in the header. The lead remains in use. No adverse patient effects were reported.